Event description:
It was reported that the tip of the drive shaft sheared off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed. The examination along with material and manufacturing documents shows that the present ria drive shaft fulfils all guidelines and fully conforms to the ao/asif specifications. The additional evaluation revealed that the tip sheared off. The break surface is homogenous which shows perfect material quality. We cannot establish the cause of the problem without further information. We can only refer to our op-technique in which it explains that on bone extraction select a drill head which is 1.0mm to 1.5mm larger than the diameter of the medullar cavity on the isthmus ((B)(4)).